Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, the device did not reproduce system error 345, but was verified through a review of the event history log. The cause was identified to be a failed upstream thermistor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had a system error code 345 (thermistor disparity). This occurred during an unspecified process step. There was no patient involvement. No additional information is available.